Manufacturer narrative:
Other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient recently moved and needed a new hcp. Patient was having some issues at the area where the device was, it was a little uncomfortable and felt like the wires were moving in the implant site. The implant site was sore as well. The issue started couple of months prior to the date of report; an exact date was not provided. Hcp listing was sent to the patient. No further complications were reported/anticipated.